Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a bio ID failure and not scanning. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a bio ID that was not scanning. The field service engineer checked cables and connections and verified with a hardware test application, and scanned fine. Performed a reboot to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.